Event description:
It was reported that the programmer's screen was not calibrating in the lower right or upper left. Multiple touch stylus pens and r e-calibrations were tried. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. Concomitant products: product ID 2090 programmer; product ID 229047 analyzer. (B)(4).